Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted six hours later. It was reported that when after the pci was completed, there was a blood loss at the impella insertion site. As a result, endovascular therapy (evt) was performed on the right superficial femoral artery (sfa). Subsequently, there was discoloration of the lower limb after impella was inserted. A puncture from the opposite side of impella was performed to treat limb ischemia. No further information was provided.